Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is presumed that the effective value of the output signal, which has been set for test purposes, fell below the specified limit of 130v during startup of the device, which normally indicates a low-impedance diode chain. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the high frequency electrosurgical unit had an e433 internal abnormality error code (foot switch abnormality and generator abnormality). There were no reports of patient involvement.